Manufacturer narrative:
The device was unable to charge due to damaged pins number 5 and 7. The device was unable to perform the functional test due to charge anomaly and all of the pins were contaminated. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the device. Customer's blood glucose level was 436 mg/dl. Customer experienced issues with led anomaly, faulty transmitter, sensor error and lost sensor error alarm in addition to high blood glucose levels. Customer advised the led did not blink several times on the transmitter during the test plug procedure. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The initial medwatch report was created in error. The report was created under the transmitter instead of the insulin pump. Please reference to manufacturer report number 2032227 - 2016 - 11926.